Event description:
It was reported that during a procedure of the heavily tortuous left anterior descending artery, the balance middleweight guide wire was being removed and the tip coils became extremely unraveled. The device was removed from the anatomy intact/one piece without issue. There was no reported patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned guide wire revealed blood and contrast on the coils and black polymer coating, consistent with the reported use. The shaping ribbon was separated 2.1 cm distal to the center solder. The separated portion was intact to the tip ball and was returned for a length of 9 mm. The shaping ribbon was in a corkscrew shape, for a length of 2 mm distal to the separation. The tip coils were completely stretched out. There was no other damage noted to the guide wire. Scanning electron microscopy (sem) analysis of the separated portion of the shaping ribbon suggest that the shaping ribbon failure may be attributed to a torsional overload, which is consistent with the corkscrew shape of the shaping ribbon. An overload of this type suggests the core was exposed to forces consistent with those applied through torquing and/or twisting of the proximal end of the guide wire with the tip of the guide wire being trapped, likely within the lesion site and/or associated devices. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, lot release testing results were reviewed and all samples met all manufacturing criteria. Overall, the core separation and subsequent damage appears to be related to case circumstances and there is no indication of a product quality deficiency. Manufacturing inspects 100% of the guide wire tips after they are loaded into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.